Event description:
It was reported that this right ventricular (rv) lead exhibited shock impedance values in the range of 180 ohms. Technical services review of the data determined there was likely calcification on the distal coil and recommended lead replacement. It was being considered to replace the lead at the same time as the routine changeout of the implantable cardioverter defibrillator (ICD). No adverse patient effects were reported. It was additionally reported that the rv lead was capped and replaced at the same time as the ICD replacement for normal battery depletion. No patient complications were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.